Event description:
Every single morning (I can't remember the exact time), the pump says my blood sugar is low. It is not! Now it randomly says it's too high and when I adjusted for that, it was, in fact, not high and giving more insulin caused my blood sugar to be low. It is constantly asking me to physically test my blood! The whole point of this pump is to have the machine do that and adjust accordingly. This updated instinct sensor is crap.